Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot/serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, the patient experienced an electrical shock at the grounding pad site. Further information regarding this event is not available.